Event description:
Boston scientific received information that this newly implanted implantable cardioverter defibrillator (ICD) recorded increasing pacing threshold and impedance measurements exhibited by this chronic implantable ventricular lead. The pacing impedance measurements are out of range. No noisy episodes were noted in device history. Technical services discussed the possibilities of a loose setscrew or lead issue and suggested performing pocket manipulation and isometrics to assess for noise and also check sensing and capture for the ventricular lead. A lead revision procedure has been scheduled at which time the lead will be assessed for damage and the setscrews will be confirmed to be tightened. Additional information was provided that the ventricular lead was extracted, replaced and returned for analysis. Additional information was received that the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, this lead was thoroughly inspected and analyzed. A visual inspection noted calcified body fluid on the mesh tip of the lead. Continuity testing confirmed the inner conductor coils were properly insulated from one another; however, continuity testing confirming a continuous electrical pathway from the terminal to the distal end of the lead failed when touching the calcified body fluid at the tip of the lead. When an exposed filar was touched, this testing was passed. An impedance test was performed by submerging the lead in a diluted phosphate buffered saline solution and using a pacing system analyzer (psa). The resultant measurement was 1136 ohms. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.